Event description:
The customer reported getting a shock equipment malfunction/pacer malfunction error message during op check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported getting a shock equipment malfunction/pacer malfunction error message during op check. There was no pt involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.